Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac defibrillator exhibited post-paced t-wave over-sensing which triggered a non-sustained right ventricular over-sensing vibratory alert. Patient will continue to be monitored. Patient was stable.